Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The bending angle was not meet the specification. The distal end insulation test was failed. The adhere of the bending section rubber was detached. The insertion tube had a dent. The light guide tube had wrinkles. The light guide connector unit had fluid invasion and stain. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of 2 times of microbiological testing by the user facility, pseudomonas aeruginosa (>100 cfu/endoscope) were detected from the sample collected from the device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate the device was contaminated occurred during the microbiological testing. There was a possibility that the device reprocessing was insufficient due to the device defects. If significant additional information is received, this report will be supplemented.